Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys experienced a persistent tone, control panel error and would not allow exposures on boot up. There is no report of pt injury or death.